Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm for low leak co2 rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the alarm for low leak co2 rebreathing risk had occurred. The customer stated that during setup the unit alarmed for low leak co2 rebreathing risk. Biomed was able to duplicate the reported issue using a .25 test adapter and confirming that the air inlet filter was clean. The remote service engineer (rse) advised the customer to check the bottom of the exhalation port on the unit for obstruction and check for the error code 1203, "alarm message: low leak-co2 rebreathing risk", in the event log. The rse then provided the customer with the part number for the flow sensor assembly and gas delivery system to order and replace if there was no issue with the exhalation port or the error code 1203 in the event log. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.